Event description:
It was reported the pt had pain under the ipg, so the physician opted to move the ipg from her right hip to the left side. It was reported the surgery was performed without complications. Follow up identified the pain under the ipg was resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.